Manufacturer narrative:
Date of event is estimated based on manufacturer's awareness date.

Event description:
Radiometer complaint reference: (B)(4). No reports of death related to this complaint. According to the complaint, the customer reported that a potential needle stick injury involving the arterial blood sampler safepico70 (lot number: zk53). Additional information regarding the incident has been requested by radiometer and is yet to be received. Due to the lack of information, the worst-case assumption of needlestick injury and exposure to virus contaminated blood was made.